Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
It was reported that despite multiple efforts and techniques an impella 5.5 pump could not be implanted successfully due to tortuous anatomy. The pump was explanted and a second impella 5.5 was attempted unsuccessfully. No patient harm was reported.

Manufacturer narrative:
The investigation for the delivery issue has been completed. Clinical details states that they unable to delivery the impella 5.5 through the innominate artery due to tortuous anatomy. Multiple guidewires were attempted without success and delivery of the pump was abandoned. The impella 5.5 was returned and no cannula kinks or catheter kinks were observed. The root cause of the delivery issue was most likely patient condition related since the patient had tortuous anatomy.